Event description:
Caller reported that the t:slim x2 pump battery would not charge, and a power source alert labeled alert 07 was present in the pump history at the time the issue began. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.